Manufacturer narrative:
(B)(4). Date sent: 12/12/2023. D4: batch # unk. Additional information was requested and the following was obtained: "all pouch components were retrieved from patient." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the retrieval bag ruptured. Bag was removed from patient and pieces were collected from abdomen. 20 min surgical delay. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2024. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show the pouch device fully deployed, the bag damaged and the suture torn. The bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. Although no conclusion could be reach on the cause of the reported event. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: 1) remove the instrument, specimen bag, and trocar together from the access site (do not pull the slip knot). 2) remove the instrument from the trocar, following by the specimen bag with the trocar. 3) remove the instrument, trocar and specimen bag separately from the access site. 4) if the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.